Event description:
Upon additional follow up, reporter indicated the patient issue is still ongoing, a slit lamp exam indicate a large central corneal haze was present. Patient is being treated with 5% sodium chloride hypertonicity ophthalmic ointment at bedtime and drops during the day for the central corneal haze. Reporter also stated the patient had noted a decrease in vision with the ointment.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of event showed no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions and were within specifications during treatments for this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a case of slow healing epithelium and dry eye, observed on a patient's right eye at one week post photo refractive keratectomy (prk) treatment. Patient noted eye was painful. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).